Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer experienced a blood glucose (bg) level of 472mg/dl and ketones. A manual injection was administered to address the bg level. The customer performed a cartridge and infusion set change and insulin deliveries were resumed. The customer received an additional occlusion alarm which led to an emergency room (ER) visit due to being unable to deliver a correction bolus via their pump. While in the ER, the customer was treated with intravenous fluids. The customer was released from the ER a couple hours later with a bg level of 112mg/dl and feeling much better.